Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "left-side deflation." Device has been explanted.

Event description:
Healthcare professional reported a "left-side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the posterior side assessed as fold flaw opening. Additional observations: wear abrasion observed inside device. Crease fold observed on the device.